Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device manufacture date: correction: in initial report, the manufacturer date provided was inadvertently reported as 09/30/2007, however the correct date is 10/05/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with stage 1 diffuse lamellar keratitis (dlk) in the right eye (od) and stage 2 dlk in the left eye (os) post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision and light sensitivity in the os and also halos/glares/shadows. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2018 the patient returned for follow up visit as blur in the os continued to worsen. Pred forte and polytrim helped with light sensitivity per the patient. A flap lift and rinse was performed in the os at this visit. It was stated that the patient had loss of bcva. The patient reported that the vision in the os was worsening. Bcva from (B)(6) 2018: right eye post-op: 20/15. Left eye post-op: 20/40.